Manufacturer narrative:
Returned device was received in good physical condition but the lens was scratched and the battery compartment was cracked. During the evaluation of the device, the pump booted up with just a red screen and the reported error. The pwa board was the cause of the issue and was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error code 45985. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.